Manufacturer narrative:
B3. Date of event corrected from 9/4/2025 to 9/5/2025. D1. Brand name corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp/automated impella controller there was a placement signal low alarm.